Event description:
Procedure: lap nissen fundoplication with peri-esophageal hernia repair. Reportedly, during the procedure, multiple small bowel perforations occurred. In trying to explain how the perforations occurred, dr. Claims that the soft disposable babcock graspers that he used to handle the bowel "had edges that were less rounded and perhaps could be an area that would be tight only when the bowel was at an angle. It wouldn't be a problem face on."